Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The taxus express2 drug eluting stent was implanted at a different facility. The report source stated that the patient was not taking plavix as prescribed. The physician "ballooned". Then the patient came back again with stent thrombosis, due to not taking plavix. It is unknown, at this time, how the thrombosis was addressed. Additional information has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.